Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that lately it takes 4-5 minutes for the handset and communicator to communicate with each other and the handset was still searching for the communicator even after bolusing, then the handset dies quickly. The patient confirmed they bolus twice daily. Agent walked the patient through clearing the data. Patient attempted to connect to the application and confirmed that they were able to connect quickly without experiencing any lag and clearing the data seems to have resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.